Event description:
Pt called to report that he experienced pain, redness, sensitivity to light and could not open his left eye (os) in the morning, after having removed his lenses the previous evening. The pt said that he inserted a fresh pair of acuvue 2 contact lenses on (B)(6) 2012. The pt believes he inserted multiple lenses and the lenses separated when inserted and one lens was stuck under his upper eye lid. He said he typically has issues inserting his os lens and "usually has to slide the lens onto his cornea." The pt said that he was able to see well that day with both eyes and didn't have any comfort issues. He said that at about 3:00 to 4:00 am on (B)(6) 2012, his os began to hurt and he was rubbing his os frequently. He said that at about 7:00 am he wasn't able to open his os, it was very red and tearing. He said he was driven to a walk-in clinic; at the clinic they "used a dye" and saw a lens under his os upper lid. They tried to remove the lens, but due to his pain and light sensitivity, were unable to and referred the pt to an ER. The pt said that the ER rinsed his os and used a swab, but they were also unable to remove the lens and referred the pt to an "eye doctor." The pt said that the eye doctor examined his os and did not see a lens in the eye. The pt said the ecp did find that his os was injured and prescribed 3 types of eye drops: prednisolone 1% qid; ofloxicin 3% qid and cyclopentol 1% tid. The pt thinks he took the medications for about 5 days. The pt said that his os was tearing a lot all day and he said that he suspects the lens fell out between the ER and the visit to the ecp's office. The pt said that since there was a left and right lens in the case, he alleged that he inserted multiple lenses into his os and the lenses separated when he inserted them and didn't start to bother him until early the next morning. The pt said that his os felt dry since this event. He tried to wear contact lenses one time since this event and said that is os felt fine while wearing lenses, but felt worse afer the lens was removed. He said he is using b&l soothe lubricating drops (otc) since the event. We recommended that the pt visit his ecp regarding the ongoing symptoms. Requested that the pt contact his ecp to release the info to us or sent us a copy of the medical records; the pt said he would. As of this time, we have not received copies of the medical records nor has the pt signed a release to allow his ecp to share the info. Multiple attempts have been made to obtain this info. The exact nature of the reported injury is unk; this is being reported as worst case. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specifications. All sterilization requirements were successfully completed. Lot l001rcf was produced under normal conditions. If additional medical or product info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise mgmt review meetings.

Manufacturer narrative:
(B)(4). Device not returned. No eval will be performed. No conclusion can be drawn.